Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Stored egm showed the device exhibited post-paced t- wave oversensing. Programming changes were performed. Patient was stable.